Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited no capture, high impedance, undersensing and no sensing. At the time of lead extraction, the physician noted the distal end of the lead had a metal part of the lead sticking out perpendicular to the body of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. The analyst noted severe explant damage throughout on distal segment returned. Unable to determine condition before damage occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.